Event description:
It was reported that this pacemaker patient had a seizure with loss of capture of 90 seconds. The device was checked and showed no episodes, and there "was" no periods of asystole greater than 2 seconds. The device remains in-service. No additional adverse patient effects were reported.